Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead measuring 54.5cm was returned for analysis. Final analysis found an external abrasion noted at 10.5 -12.0 cm from the distal end, consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.